Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she received the button error yesterday while she was sleeping. Customer stated that she removed the battery and then inserted another battery. Customer stated that the keypad was still not responding. Customer attempted to clear the alarm but the buttons were not working. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
No unexpected button error alarms noted during testing. The express bolus button on the insulin pump had no button response due to corroded keypad traces. The device had minor scratches on lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.